Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device labeling address the reported events of infection, irritation/inflammation, edema, extrusion, not integrated, and pain as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion. However, as we have been informed that the pt has had a prolonged hospital stay we are taking the precaution of reporting this event to you."

Event description:
Investigation reported that this (B)(6) study patient felt "pain at breast, infection, fever, fluid accumulation, induration, inflammation. Forty degree celsius of fever and went to emergency unit, where it was decided to hospitalize the pt." The treatment for this was that a new drain was inserted with the pt hospitalization. In addition, the pt experienced "implant/scaffold exposition/extrusion" with an "area of 5 cm of implant extrusion with scaffold visible, not integrated". The sacaffold device was explanted.